Event description:
It was reported to boston scientific corporation that an advanix rx biliary preloaded stent had been implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the physician attempted to remove the advanix rx biliary preloaded during a second ercp procedure on (B)(6) 2015. During removal of the advanix stent with a snare, the stent stretched and broke in half. The physician attempted to use several devices to remove the stent from the biliary duct and was able to remove the stent using rat tooth forceps. The procedure was completed and there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Reported event of stent broken. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.